Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a non device related surgery the patients lead showing a sign of fracture based on contacts that are out and in very high impedances. It was also noted that the patient was experiencing inadequate stimulation.